Event description:
On (B)(6) 2022, the patient had an inspire sleep apnea system implanted. There was bleeding in the tunneling area. The surgeon used direct pressure and cautery and the bleeding resolved. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).